Event description:
It was reported that the base is separated from the adhesive. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of separation from the dressing is confirmed and was determined to be manufacturing related. One crescent moveable post statlock dressing was returned for evaluation. The sample was returned with the clear plastic molded section separate from the dressing. During the investigation, the plastic section and dressing showed a lack of adhesive to create a bond between the two surfaces. An inadequate amount of adhesive was applied during the assembly process. Photos of this event were forwarded to our manufacturer for corrective action. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the base is separated from the adhesive. No other information was provided.